Manufacturer narrative:
Complaint is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported failure cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review was conducted and found no other similar events reported for this lot number. A two-year review of complaint history revealed there has been a total of 96 complaints, regarding 733 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 139112ext, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.